Event description:
A user facility in spain reported that during the irrigation stage of eye surgery, the holes from the sleeve detached in the eye. They were removed with no patient impact.

Manufacturer narrative:
Although requested, product is not available for return and a lot number cannot be provided. A photo was provided and shows a disc-like yellow particle is visible in the patients eye. A device history review could not be performed as the lot number is not known. The event is consistent with an incomplete sleeve punch and the supplier has taken corrective action to address this issue. The sterilization and lot history records were reviewed and found to be acceptable. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.